Event description:
Customer reported that pt sample contained anti-d, anti-c and anti-e, however anti-d and anti-c were not detected when tested with 8ra 168. No death or serious injury was associated with this incident.